Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may contribute to the development of infection. Drive line infection, erosions, and other tissue damage are known potential adverse events that may be associated with the use of the device as outlined in the instructions for use (IFU). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received stating patient dropped controller and developed a driveline infection on (B)(6) 2016. Patient called and complained about pain from driveline exit site after he dropped controller. Site tested for infection and apparent mucous was found; subsequently tested positive for pseudomonas. Patient has a 30 ml of virulent discharge roughly one inch around exit site. Patient was treated successfully with oral antibiotic - 500mg levaquin for 14 days. No additional information available.